Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power cord of the remote monitor got a cut or nick in it and the caller stated that there were sparks when it was plugged in. There was no known cause for the cut or nick. Explained to the caller to leave the remote monitor unplugged. A power cord will be sent. The monitor remains in use. No patient complications have been reported as a result of this event.